Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was treated for low blood glucose. The blood glucose reading was 25 mg/dl. The paramedics treated him with glucose and he was not admitted to the hospital. He was wearing the insulin pump at the time of the event. He had been experiencing lows for the past three days and had been treating with food. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. He was in an accident while driving and wearing the insulin pump. The insulin pump passed the self test. However, the customer believed the insulin pump to be over delivering. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with a 2.0 units fixed prime with water reservoir; the water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump communicated properly with the blood glucose meter and minilink transmitter sensor and glucose sensor simulator. Low predict alarm functioned properly. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.